Event description:
It was reported to boston scientific corporation that when the customer unpacked the product, the pouch appeared to have been cut with a cutter; reportedly, the external packaging was damaged. There was no patient involvement in this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.